Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 52 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The patient sustaining an embolic stroke upon explant of the impella device.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. However, data logs were returned and no trends in motor current, purge pressure, or flow were noted that would indicate any biomaterial/clot interaction with the pump. Therefore, the root cause of the cva is most likely related to patient condition and the relationship to impella is unknown.